Event description:
The physician placed a lead during a permanent implant procedure and noted the patient had lost significant blood during the procedure. The patient was kept overnight for monitoring. Follow up identified the patient was kept a few more days due to weakness in the legs. A cat scan was performed, but did not find any anomalies. It was reported by (B)(6) 2012 the weakness had almost resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.